Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of non-sustained right ventricular (rv) oversensing noted due to post-paced t-wave oversensing. Reprogramming recommendations were made by technical support, and the device will be reprogrammed at the next follow-up. The patient was stable with no consequences.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition.